Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump kept alarming failed battery test. Customer's blood glucose was unknown. Troubleshooting was performed wasn't possible as customer's mother didn't have the device at the time of the call. Customer's mother was advised what to look for on the device when she had the device. Currently a new battery cap was sent in order to disregard any issues with the battery cap if issues persisted. Customer's mother was advised to call back if issue continued. The device is not returning for analysis.